Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which overinfused on channel c was neither confirmed nor reproduced during device evaluation. No assignable cause was given and no repairs were made to address the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump which overinfused on channel c during accuracy testing. This condition was identified in bio-medical service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.